Manufacturer narrative:
When additional information is obtained, this event will be updated.

Event description:
Boston scientific received information that during a pacemaker follow up interrogation revealed this right ventricular lead displayed high out of range impedance measurements and loss of capture. At maximum programmed pacing outputs no ventricular capture was obtained in unipolar and bipolar configuration. A lead fracture and insulation damage were suspected. A lead revision is intended. No adverse patient effects were reported.